Event description:
Customer inquired about the safety notification on the scroll wrap feature on his insulin pump. He reported that he was experiencing extreme highs and lows in regards to his blood glucose. He stated one day he was over 500 mg/dl due to his insulin pump giving him 18.5 units of insulin. He also stated his blood glucose would decline to 51 mg/dl, making him feel weak. The customer believed the scroll wrap feature was the cause of his fluctuations. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.